Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #10 was removed. Upon patient dentist request, implant was removed due that he thinks is off by 1 mm. Patient will be back in 3 months for implant replacement.